Event description:
Was closing a vacuette 23g needle after performing a blood draw on a pt when the front end snapped off and fell to the floor. The needle was not all the way covered. I have been using these particular needles for almost a year and this has never happened.